Event description:
It was reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to remove the case from the pump, inspect and clean the pneumatic tap area, and remove any debris found. After following instructions, the cartridge was successfully reloaded, allowing the customer to resume insulin therapy.